Event description:
A customer reported that he had been in the hospital with "elevated blood glucose (bg) and discovered he was not getting any insulin." The blood glucose history provided indicates that the customer experienced hyperglycemia most of the day, beginning at noon with a bg of 418 mg/dl. No bg's are reported again until 5pm, also, very little carbohydrate intake information and bolus history is provided. At 5:00 pm, his bg is at 300 mg/dl so he manually injects 8 units of insulin. From 6:00 pm to 8:00 pm his bg reads 446 mg/dl. At 8:30 pm he decides to activate a new pod. At 9:00 pm the new pod reads "high" (>500 mg/dl) at which time he manually injects 10 units of insulin and eats 30 grams of carbohydrates. The device was discarded and therefore is unavailable for evaluation.

Manufacturer narrative:
No product was returned for evaluation, we are therefore unable to determine any device malfunction or defect that would have caused or contributed to the customer's hyperglycemia. Only partial blood glucose history was provided which makes it impossible to assess if the product had incurred any malfunction that would have restricted insulin flow, though if insulin flow was restricted due to a blockage (i.e. Scar tissue, blood, etc.) Then an alarm would have sounded. No alarm was reported and no other problem was noted by the customer (i.e. Dislodged cannula, wetness at the adhesion site, etc.) That indicates the device was not delivering insulin. There is no indication that the product was not functioning properly and we are unable to determine a malfunction that would have caused the customer's "high" blood glucose. The omnipod's user guide advises customers to "check blood glucose at least 4 to 6 times a day" to avoid hyperglycemia. There is a specific section that discusses hyperglycemia and how to: diagnose, avoid and treat it. It also goes into detail about the possible causes of hyperglycemia. The key to avoiding hyperglycemia is to check blood glucose levels regularly - if this is not done then this may lead to hyperglycemia. The lot was reviewed and determined to have met all acceptable criteria.